Event description:
This is a report of a patient's transfer set that disconnected from the port of their solution bag during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer set was identified. A request for the sample was made and upon receipt an evaluation will be performed to investigate the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed, and the device operated according to specification. The uv spike outside diameter was measured and found to be within specification. The reported condition was not confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.